Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported her dexcom stop working in the middle of the night, and the following morning when her husband tried to wake her, she did not respond. Her husband called 911 and she was transported via ambulance to the ER with subsequent admission to the hospital. No alarms or notifications were received from her omnipod system. The pod was worn when seeking medical attention. The patient refused to provide any additional information regarding blood glucose levels, symptoms or treatment. The patient was discharged 5 days later on (B)(6) 2025. Dexcom has been notified of the patient allegation related to their device. If additional information becomes available at a later date, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 1.1.6, smartphone operating system: 18.4, smartphone hardware: iphone14.2, cgm sensor type: g7. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.